Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected due to multiple episodes created by noise on these transvenous defibrillation and atrial pacing leads. The noise was observed on the shock and pace/sense channels. No inappropriate shock therapy has been delivered and there is no report of pacing inhibition. Both the right ventricular and pace/sense leads were surgically abandoned and another guidant implantable transvenous defibrillation lead was successfully implanted.